Event description:
It was reported that a power on reset (por) message was seen. The por was successfully cleared. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
(B)(4).